Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 30% battery life. The customer was able to connect the pump to a power source, turn the pump back on and deliver a bolus. Customer reported blood glucose level was 200 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.